Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The customer revived the pump error 49 (history pointers failed. The history pointers are corrupted). The customer reported receiving a stuck button alarm. The customer reported a loss of communication between the transmitter and the pump. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed for the stuck button alarm, and the pump requires replacement. Troubleshooting was performed for the pump error, and the customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Troubleshooting was performed for the pump error 23, and the customer was able to clear the error and complete the rewind process. Troubleshooting was performed for the loss of communication, and the transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but the the transmitter would still not communicate. Troubleshooting was performed for the unable to pair device, and the customer reports being unable to pair transmitter with pump. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1886l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.